Event description:
During use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist noticed that the arterial roller pump was not turning, and the pump display was dark. There were no audible tones to indicate an issue. The perfusionist clamped the arterial and venous lines while off cpb and performed troubleshooting. The other pumps and monitors were functioning per routine practice. It was noted that the power cord into the front of the pump appeared to be secure. The perfusionist hand cranked the pump for a few seconds and then powered down the entire 8000 console. When the power switch was turned back on, all pumps and monitors illuminated, as per normal functionality. The perfusionist re-started all pumps and went back on cpb. Then activated all of the other safety systems (air, level, and pressure). The procedure was completed successfully, and there was a forty (40) second delay. There was no blood loss and no change out of any device. There was no observed harm to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.